Event description:
It was reported that the customer was hospitalized for hbgs. The programming and histories were accurate. It was indicated that the customer noticed the driver arms were incorrectly placed. Prior to the event, the customer has removed the reservoir to manually prime out the air bubbles. Then, the customer found a leak where the reservoir and tubing connect. It was stated that customer tightened the connection and manually primed the set. It was conveyed that the pump did pass the functional tests.